Event description:
It was reported that the alarm did not activate while patient was on the machine, and that the machine was reading patient disconnected while was still attached to a patient. The unit was removed from patient without incident, no patient harm. The customer requested technical support. The customer reported that the unit was in use on patient and was found with patient disconnect alarm message on screen but was not giving audible alarm. Onsite service is requested to inspect unit before returning to use.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse observed that the power cord on device had a broken piece and needs replacement. The fse replaced power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.